Event description:
The drill bit reacted with the trocar handle and overheated burning the patient's face on both sides. Ointment was applied to the patients burns and no further treatment was necessary.